Manufacturer narrative:
The subject device was received and evaluated. Inspection found the reported customer issue was confirmed. Evaluation findings found faulty cable unit causing no image displayed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported they cannot get a picture. The issue found at reprocessing. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is likely due to a defective cable which was replaced, and the unit was restored back to specification once service once concluded. However, the cause of the fault cable unit could not be identified. Olympus will continue to monitor field performance for this device.